Event description:
Cpi received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing six beeping tones. Therefore, the patient went into the follow-up clinic and upon interrogation of the device, a warning message was displayed indicating `warning possible device malfunction', followed by question marks. The medical professional reported that no fault codes or further messages were displayed and the device performed normally throughout the follow-up visit. The physician elected to send the patient home. The patient called the clinic the following day indicating that one more beep was heard. Therefore, the patient came back into the clinic and a memory dump was conducted on the device and sent to cpi engineering for review. Cpi engineering recommended that the device be explanted due to errors detected in the memory.